Event description:
: It was reported that there were missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.